Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. During functional testing, the system controller power leads became warm when the system controller was connected to the power base unit and the pump did not immediately start. The log file was reviewed and there were events in the log file which would have resulted in the reported alarm. Upon further investigation of the black power lead conductors at the system controller housing, we found that the green conductor, which carries power for the pump, had a compromise in the insulation of the conductor that allowed the wire within to come in contact with the housing (ground). The manufacturer is unable to conclusively determine how the insulation of the green conductor became compromised; however, the result of this "electrical short" would have caused the pump to stop as reported. A review of the device history records revealed the device met all applicable specifications upon product release. A trend analysis was performed and no trend was identified. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was home sleeping and connected to the power module, the patient's mother heard a continuous tone alarm and then found that the patient was unconscious. The patient's mother exchanged the system controller and the patient revived. The patent remains ongoing on the lvad and no further issues were reported.